Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release.

Event description:
Customer reports the following: "biomed reported pump alarm, "needs service". No patient harm. Waiting for biomed to power on pump to download logs. Logs attached on 31-jul-2023". Preliminary review indicates that there was a positive leak (valve 1), however this did not delay an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.